Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. (B)(6). The device was received for evaluation. A visual inspection was performed and two rod-shaped red coil cap shaving approximately 4.83mm in length were noted on the outer surface of the bladder, inside the device housing. Coil cap shaving comes from the device coil cap. This is not a foreign matter. Since coil cap shaving is not in the fluid path, it does not affect the device functionality. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within a large volume folfusor. The pm was observed prior to use. The pm was further described as a red long particle. There was no patient involvement. No additional information is available.